Manufacturer narrative:
The pump was returned to be evaluated. No visual mfg abnormalities were noted. The set being used with the pump was not returned. (B)(4) completed an eval of this pump per the procedure for complaint returns. The reported failure was not confirmed. Based on the user's test parameters, the pump was tested three times at a rate of 1ml/hr and 3.59ml with no errors or air bubble alarms. Also, multiple air bubbles (15) and purges (35) were induced on the pump with no device errors occurring, based on the last line of the operation log for that day in which a sys error 2130 occurred (B)(4). A review of the operation log indicated that the pump was set to run a bolus set rate of 1200ml/hr, followed by a infusion with a rate of 1.0ml/hr for a volume to be delivered of 80ml. The log indicated that 12 infusions were started over the course of the day, all with rate of 1.0ml/hr and all running for 18 minutes (B)(4). Eighteen minutes into each infusion, the infusion was stopped due to an air bubble alarm. The user would then perform multiple purges and restart the infusion. The pump met all visual and physical testing requirements. All available info was forwarded to the actual MFR for eval.

Event description:
As reported by the sales rep per the user facility: reports (B)(6) female receiving lorazepam in continuous dose. Pump alarmed malfunction error, reports as overinfusion, 5 mls remaining in bag, dose rate and time infused are unk. Customer discontinued pump, set and bag being returned with pump. On (B)(6) 2011 - add'l info provided by the facility indicated the pump alarmed "malfunction" and all the fluid came out at one time, (approx 60-65 ml). The pt suffered no adverse sequela associated with the reported incident.